Event description:
It was reported that "the control syringe detached from the manifold". This was noted before use and replaced. This resulted in a delay to the procedure.

Manufacturer narrative:
Update to b5, e1, and h6. After further investigation, it was reported that "the control syringe detached from the manifold". This was noted before use and replaced. This resulted in a delay to the procedure. The telephone number of the initial contact is (B)(6) and their email address is (B)(6). The appropriate health effect impact code is delay to treatment/therapy (4604). If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that "the control syringe detached from the manifold". This was noted before use and replaced. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Leaking syringe.